Event description:
A journal article reported an event with a trauma pt with multiple orthopedic injuries due to a motor vehicle collision. The pt had v.a.c. Therapy initiated on a left open fibula fracture on post injury day 5. The dressing was reported to be placed directly over an approximate 3cm exposed anterior tibia artery. The artery was noted to be thrombosed and without any blood flow. On post-injury day 22, pt's caretakers reportedly noticed a large amount of blood in the v.a.c. Collection canister and around and under the dressing. The pt was transferred to the emergency department where two liters of IV fluid were given, and a bulky pressure dressing was placed over the wound. The article then reported that surgical exploration revealed that the lateral wall of the anteriror tibial artery was eroded, and that this was the source of the hemorrhage. The artery was ligated with vicryl and prolene suture to control the bleeding. The pt received a total of 4 units of packed red blood cells prior to and during surgery. The authors estimate that the pt lost approximately 6 units of blood.